Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.7 cm abdominal aortic aneurysm. Length of non-aneurysm aortic neck was 33 mm, proximal diameter of non-aneurysm aortic neck was 23 mm, distal diameter of non-aneurysmal aortic neck was 26 mm, diameter of right iliac artery was 13 mm, diameter of left iliac artery was 12 mm, diameter of right femoral artery was 12 mm, and diameter of left femoral artery was 12 mm. The right and left iliac arteries were mildly tortuous. Degree of circumferential thrombus and / or calcification was 10%. It was reported that the patient presented emergently with gastrointestinal complications including stomach pain and peritonitis which determined to be not related to the device or the procedure. However, in reviewing a CT a there is a proximal type ia endoleak p resent. The patient had also been experiencing a persistent type ii endoleak that was treated with transabdominal embolization resolving the type ii endoleak approximately two years ago. The investigator did not indicate the cause for the type ia endoleak. No additional clinical sequelae were reported and the patient will continue to be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the exact cause of the reported proximal type I endoleak could not be determined from the films provided. Images prior to implant and more recent post-implant films were not available for review and comparison. CT¿s from ~6 ½ years post-implant revealed that the aaa diameter was ~10cm, and a slight amount of possible contrast was seen outside the stent graft, along the postero-right and distal section of the aaa sac. This may be coming from a residual type ii endoleak near a previously placed coil(s) and distal portion of the right/ipsi limb. The bifurcate proximal od currently measured ~28mm, and 10mm lower near the bottom of the neck measured 30mm in diameter; there appears to have been disease progression with neck dilatation. There is currently10mm of proximal seal length, with minimal stent graft apposition along the anterior aortic wall. Although is possible that the aneurysm may be pressurized via the marginal proximal seal, no clear proximal type I endoleak was observed from the films provided. The possible reoccurring type ii endoleak may have also contributed to the aaa expansion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received reported that the patient had a growing aneurysm due to a type ia endoleak. The patient was hospitalized and had an aortic cuff implanted. This reportedly resolved the type ia endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The event resolved with the implant of heli-fx endoanchors and aortic cuff. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received reported that a type iia and subtype unknown endoleak was noted. This was noted to be resolved approximately 2 month later with hospitalization and intervention performed. This event was noted to not be related by sponsor and investigator. If information is provided in the future, a supplemental report will be issued.